Event description:
It was reported that foreign matter was discovered on needle prior use with 5 bd pen needle 32g 4mm. The following information was provided by the initial reporter, translated from chinese to english: it was found that when the product was opened, there would be a circle of black substance about 2mm in the position of the steel needle, but the substance would disappear after the injection was completed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-16. H.6. Investigation summary thirty five sealed and seven open 32g x 4mm pen needle samples and one photo were returned from lot. No. 8297652, cat. No. 320404. Foreign matter can be observed in the returned photo however magnified examination was carried out on all returned samples and no issues were observed. No issues were observed on the returned samples therefore no root cause can be identified. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered on needle prior use with 5 bd pen needle 32 g 4 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found that when the product was opened, there would be a circle of black substance about 2 mm in the position of the steel needle, but the substance would disappear after the injection was completed.